Manufacturer narrative:
Findings: pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with normal operating currents. Pump monitored for several days and no battery out limit alarms occurred during testing .no moisture damage found on the motor, battery tube and vibrator assembly however, moisture damage was found on the electronic assembly during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, and reservoir tube cracked.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 115 mg/dl. The customer stated that he went into the pool with his pump on. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.